Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion sets broken click leg in needle hub event on (B)(6) 2024. Infusion set had been used for 24 to 36 hours. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.